Manufacturer narrative:
One used device was returned for investigation. The devices were visually inspected, the clamping mechanism was observed to be in an open state, not fully closed nor clamped tightly. During functional testing, the locking lever was disassembled and reassembled correctly. After reassembly, the locking lever was confirmed to operate correctly. The complaint of a loose component cannot be confirmed nor replicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the patient had issues with tracheostomy tube where clip doesn¿t hold and tube migrates. To resolve the issue a new tracheostomy tube was inserted. There was patient involvement but no patient harm.